Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted, with the investigation results. We are unable to determine, if any product condition could have contributed to the allergic reaction and scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported, that the patient experienced a skin reaction over a year ago. Resulting, in a scar developing. Additional information was solicited, but unavailable.